Event description:
The following was reported to gore: on (B)(6) 2021, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. The procedure was completed without any issue. On unknown date in (B)(6) 2021, the ipsilateral leg on the right side was compressed by contralateral leg component was observed. On unknown date in (B)(6) 2022, thrombotic occlusion at right side was observed. The patient has been monitored, and femoral-femoral artery bypass will be scheduled if the leg pain become more severe.